Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation results, no definitive relation could be established between the product and the reported failure adverse consequence. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information will be provided. If further relevant information becomes available, the investigation will be reevaluated and resubmitted accordingly. Device disposition is unknown.

Event description:
The manufacturer became aware of a post-market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿a post-market clinical follow-up (pmcf) of the treatment of clavicle fractures with the variax clavicle locking plate system¿ which is associated with the stryker variax clavicle plate system. Within that publication, post- operative complications/ adverse events were reported which occurred between 1-january-2011 and 1-june-2018. It was not possible to ascertain specific device or patient information from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 10 complaint were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses hardware irritation and secondary surgery. Acromial wear from hook plate - total hardware removal. 2 out of 2 cases.